Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-08118. It was reported that the patient did not like the feeling of the stimulation and felt as if her body was rejecting the scs system. As a result, the patient's scs system was explanted.